Manufacturer narrative:
Patient age, gender and weight are unknown. Investigation results: visual evaluation of the returned complaint device found the catheter kinked. Functional testing was performed; the balloon was inflated in water and air was noted escaping at the tip of the catheter. The balloon material was removed from the catheter and the skive hole was inspected. A small hole was observed in the catheter, under the balloon at one side of the skive hole. This caused an interlumen leak between the balloon and guidewire lumens. Analysis of the balloon skive hole confirmed the skive had not penetrated the walls of the balloon lumen and guidewire lumen. The distal tip was observed to be bent opposite the hole. The hole and bend in the catheter revealed by the investigation indicate rough handling of the device during preparation, which may have lead to the catheter break. Therefore, the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor pro rx balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6), 2011. According to the complaint, during preparation, when the balloon was being tested it would not inflate. The user said there were no visible issue noted to the device. Preliminary investigation of the catheter revealed a hole near the skive hole penetrating the inject lumen. The procedure was completed with another extractor pro rx balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.